Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with cracked reservoir tube lip and scratched lcd window. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a faulty insulin pump. The customer's blood glucose reading was 45 mg/dl. The customer stated that he had 3 glasses of orange juice, 2 glasses of milk and 10 glucose tablets. The customer stated that he saw something about a recall of the drive support cap. The customer stated that the drive support cap was recessed. The customer was advised that the drive support cap should not be sticking out or loose. The customer will be sent a replacement pump.